Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction alarm occurred. Reportedly, the pump was warm prior to the malfunction code due to the customer working outside. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.